Manufacturer narrative:
Alleged failure: serfas 90s did not function the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal leak due to a broken/damage to the polyimide and suction tubing. Causing an internal leak that permitted water to ingress into the handle where the electrical components, which led a short circuit which in contribute to the unit stopped working or continuous activation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the probe was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the probe was continuously activating.